Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received an replace battery alarm. The customer¿s blood glucose level was 134 mg/dl. Edit as per description. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided reportability terminator code with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the b1a15 code should be used as reportability terminator code.